Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was 850 mg/dl. The customer was admitted to the hospital. The customer wasn't able to stand, home nurse called the ambulance and he believes was due to old pump. The customer cause of 911 call was diabetic ketoacidosis. The customer's blood glucose was stabilized and was discharged. The customer was placed on antibiotics. The customer was wearing the pump at the time of 911 call.